Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the sensor cannula was missing when removed from the customer's body. Customer's blood glucose was not known. The customer was advised the sensor would be replaced but had not kept the product to return for analysis.